Event description:
It was reported that a foreign object was noted on tip the of sheath. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a foreign object was noted on the tip of the was sheath while crossing the septum. The physician performed aspiration, but the foreign object was still seen. The was sheath was then removed, but the physician was unable to locate the foreign object. The patient is expected to fully recover.